Event description:
Doctor reported non-integration with bone loss and infection. Doctor also reported pain, abscess and edema.

Event description:
Doctor reported non-integration with bone loss and infection. Doctor also reported pain, abscess and edema.